Event description:
Reportedly, the sulu disengaged from the instrument handle and its' jaws would not open to release the tissue. Consequently, the sulu's jaws were opened with a forceps, slight tissue damage was noted, and the site was sutured to complete the case without further incident. Procedure: laparoscopically assisted distal gastrectomy.